Event description:
The customer reported a display of a high kv error message within a patient procedure therefore this may have resulted in an aro. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.